Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported six tampons had strings inside the applicator barrel. She used one tampon without noticing the string was not available. She was able to manually remove the tampon.